Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnosis and procedure was delayed. The philips service engineer examined the system on-site and determined that there was malfunction with the system. Review of system log file showed geometry errors (force error) and warnings. The fse identified that spc3-x14. Wiring was loose, the fse tried to switch the spc6 and spc7, but issue is not resolved. The fse, on the other hand tighten the spc3-x14 cable. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system was stuck and power to the geometry was down. The system was in clinical use, no harm has been reported to philips. Philips has started an investigation of this complaint.